Event description:
S/p pacemaker implantation insertion in 1992. 6 month hx of intermittent dizziness, decreased exercise tolerance and dyspnea with palpitations. In 1995 had replacement of ventricular lead. EKG demonstrated at time of h & p inadequate atrial sensing. Add'l complaints at time of h & p were occasional pain in left arm. Measurement at time of operation confirmed insulation failure.. Atrial lead was capped.